Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1811222 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. The retained samples were examined and no defects were observed. The material used to manufacture the discardit syringes has been tested to resist normal conditions of use. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd¿ syringe barrel was found broken during use while adding medication to it. The following information was provided by the initial reporter, translated from chinese to english: "during the process of adding drug, it was found that the barrel of the syringe was broken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ syringe barrel was found broken during use while adding medication to it. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the process of adding drug, it was found that the barrel of the syringe was broken."